Manufacturer narrative:
(B)(4). A complaint sample was returned to maquet. On the returned sterile pouches it is clearly visible that the welding process was executed (welding bar on the pouch visible) but the correct temperature was not reached and so the sterile pouches are still open. Field safety corrective action notice dated 2013-04-30 was generated for this event. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital, discovered that the welded on sterile pouches are inadequate. Reference: complaint (B)(4).